Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. The mesh was divided into 2 pieces for use. It was reported that after implant, the patient experienced chronic infection, infected mesh, bacterial infection, erosion, severe dense adhesions, abscess cavities, abdominal pain, drainage, purulent fluid, peripancreatic phlegmon / mass, open wound, severe abdominal wall scarring, purulent liquified hematoma, large soft tissue mass, extensive fibrosis with focal fat necrosis, chronic inflammation, foreign body giant cell reaction, chronic draining sinus, and fistula. Post-operative patient treatment included revision surgery, exploratory laparotomy, debridement of peripancreatic plegmon / mass, debridement and excision of infected abdominal wall, excision of chronic draining sinus, deserosalization, excisional biopsy of luq intra-abdominal soft tissue mass, extensive lysis of adhesions, wound vac, wound culture, gram stain, abscess was opened at the bedside, and excision of infected mesh.